Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.55ml of juvéderm volbella® xc while breastfeeding. Approximately one month post injections, the patient experienced ¿bumps on the wet dry border of upper lip and placed minor hylenex®, bumps did not feel inflammatory or nodule-like at this point.¿ then the patient¿s 8-week child was hospitalized and sick for 7 days and the patient says it was the most stressful thing they have ever gone through in their life. About one week post symptom onset, the patient went back to the hcp with inflammatory nodules. The hcp treated the patient with more hylenex®. The following morning the nodules were still there. The patient was also treated with 50mg prednisone for 5 days. Symptoms are ongoing.